Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a no sounds issue. The pump this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/09/2013 with the following findings: during testing, the pump emitted intermittent audible sounds. The pump was opened and removed from the case to investigate the piezo spring contacts. The piezo spring contacts were realigned and the audible sound responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.